Event description:
It was reported that in 2005 pt had a ceramic on ceramic hip done, the ceramic liner cracked. The crack was revised in 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.